Event description:
During a percutaneous transluminal angioplasty stenting, the affiliate indicated that the 6.0x15mm 142cm palmaz genesis stent slipped distally and the lesion was not fully covered. There was no patient's injury reported. An additional palmaz genesis stent of an unknown size was placed to cover the lesion. The target lesion was the right renal artery. It is unknown if the lesion was a de novo, but was moderately calcified and slightly tortuous. The rate of stenosis was 80%. Approach was made from the brachial artery with a britetip sm7504 gc and the lesion was crossed with an unknown guidewire. Then, palmaz genesis was delivered to the lesion for direct stenting. When the balloon started to expand during the inflation, the stent slipped distally and the lesion was not fully covered with the palmaz genesis. Therefore, the procedure was finished successfully. The product will not be returned for analysis.

Manufacturer narrative:
This device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty/ stenting procedure of a moderately calcified and slightly tortuous right renal artery with an 80% stenosis, a palmaz genesis stent slipped distally during deployment and the lesion was not fully covered. An additional palmaz genesis stent was placed to cover the lesion. The palmaz genesis was delivered to the lesion for direct stenting and when the balloon started to expand during inflation, the stent slipped distally and the lesion was not fully covered. The procedure was finished successfully and there was no patient injury reported. The device remained implanted in the patient; therefore, was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is possible that the stent was not centered properly in the lesion or that the vessel was so calcified/stenosed that the balloon could not inflate evenly leading to stent dislodgment during inflation. However, without return of the device or submission of films for review, the reported ¿inaccurate placement¿ of the stent could not be confirmed and the exact cause could not be determined. It is unknown if unusual force was used in the attempt to cross the lesion as this could potentially damage the stent leading to uneven stent expansion and inaccurate deployment. Neither the DHR nor the information available for review suggests that the event reported could be related to the manufacturing process of the device; therefore, no corrective action will be taken.